Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range pacing lead impedance measurement that was detected via the patient¿s remote monitoring system. Additional information was received and indicated that the x-ray could not confirm the insulation damage. The lead was surgically abandoned and replaced. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.